Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was not further described. The patient was hospitalized for the event and was treated with unspecified antibiotics for peritonitis. Fourteen days after onset, the patient recovered from the event and antibiotic treatment was discontinued. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper technique. No additional information is available.